Manufacturer narrative:
Patient¿s height reported as (B)(6). Date of event: unknown. Additional device product code: hty, jdw, jdn, hsb. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric femoral nail (tfn) removal and revision was performed on (B)(6) 2017. The date of the original procedure is unknown. Subsequently on an unknown date, the patient sustained a fall and fractured below the original tfn site. Removed hardware included: the nail, a helical blade and a locking ¿bolt¿, all removed fully intact. The patient was revised to long trochanteric nail. The original fracture site was fully healed and the nothing untoward occurred during the removal/revision procedure. The procedure was completed successfully with the patient in stable condition. This report is for one (1) 4.9mm ti locking bolt 40mm. This is report 3 of 3 for complaint (B)(4).